Event description:
The dealer states that right motor intermittently working no output to controller. The dealer states the customers chair has been down for a few months and they are just now fixing it. Dealer states that the chair did have the customer stranded one time but he doesn't know when and he alleges that the customer had to have someone push him home.